Event description:
During follow-up, the device was interrogated and an error message was observed. The event was confirmed by technical support and resolved by reinterrogating the device and reentering parameters. The patient was in stable condition.